Event description:
It was reported the catheter was stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy treatment procedure. The lesion was mildly tortuous, moderate to severely calcified in the distal superficial femoral artery (sfa). The jetstream catheter was being used over a non-bsc 014" bare wire and filter. Atherectomy was performed and rex mode every 30 seconds. After atherectomy treatment, an attempt to use rex mode to withdraw the catheter was unsuccessful, the catheter would no longer move up or down the wire. The catheter was unable to be removed without moving the 014" bare wire and filter. The physician created a kink in the wire near the jetstream control pod to pull the catheter off the wire but was unsuccessful, and both devices were removed together. The atherectomy section of the case was complete. Procedure completed successfully with plain old balloon angioplasty (poba) and drug-coated ballooning (dcb). The patient was noted to be fully recovered.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 with an unidentified filter wire stuck in the device. The catheter shaft showed no damage. A .014 filter wire was stuck in the device. The tip of the device had been run over the coils of the guidewire. The device was connected to the jetstream console and was functionally tested for rotation issues. The device functioned as designed pertaining to the rotation. The complaint was confirmed for guidewire sticking.

Event description:
It was reported the catheter was stuck on the guidewire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy treatment procedure. The lesion was mildly tortuous, moderate to severely calcified in the distal superficial femoral artery (sfa). The jetstream catheter was being used over a non-bsc 014" bare wire and filter. Atherectomy was performed and rex mode every 30 seconds. After atherectomy treatment, an attempt to use rex mode to withdraw the catheter was unsuccessful, the catheter would no longer move up or down the wire. The catheter was unable to be removed without moving the 014" bare wire and filter. The physician created a kink in the wire near the jetstream control pod to pull the catheter off the wire but was unsuccessful, and both devices were removed together. The atherectomy section of the case was complete. Procedure completed successfully with plain old balloon angioplasty (poba) and drug-coated ballooning (dcb). The patient was noted to be fully recovered.